Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) wouldn't contract and tighten the lifeband was confirmed in the archive data but not confirmed during functional testing. The platform's archive showed that the autopulse platform was used in active operation on 03/21/2026 and displayed multiple user advisory 07 (discrepancy between load 1 and load 2 too large). During testing at zoll, the ua07 was not replicated. The probable root cause of the ua07 advisory message might have been related to the patient not being oriented on the autopulse platform correctly or the patient being shifted during the initial take-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error. The load cell characterization test results confirmed that both load cell modules functioned within the specifications. During service, the test lifeband was contracting normally, and the platform functioned as intended. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that the autopulse platform (sn (B)(6) wouldn't contract and tighten the lifeband during resuscitation of a 59-year-old male patient weighing approximately 300 pounds. The crew reported being unable to tighten the lifeband on this platform despite multiple attempts. However, a second autopulse platform was applied and functioned appropriately on this patient. No consequences or impacts on the patient.